Manufacturer narrative:
For the investigation, the information provided including the logbook of the affected evita v600 with product serial no. (B)(6)and the circuit board pba m48.3 replaced by the dräger service technician on site at the manufacturer's site were analyzed. Based on the logbook entries, the reported failure of the device was detected and thus confirmed. Further examination of the circuit board revealed that the device was malfunctioning due to a component defect in the dc/dc converter on the pba m48.3 circuit board. The ventilator responded to the status by emitting a high-priority acoustic alarm signal, as specified, and set an alarm. In the event of a complete loss of ventilator function, the inspiratory valve opens automatically against the ambient air, allowing the patient to breathe spontaneously. The ventilator's secondary audible alarm is activated immediately to alert the user to the device failure. This alarm is supplied from an independent power source and continues for at least 2 minutes. No patient health consequences were reported. The defective circuit board was replaced on site and the device was successfully tested according to the manufacturer's specifications. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the affected device was being operated correctly by the customer and that it stopped working during ventilation and gave an alarm. Patient injury was prevented by changing the device. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Event description:
It was reported that the affected device was being operated correctly by the customer and that it stopped working during ventilation and gave an alarm. Patient injury was prevented by changing the device. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.